Event description:
Follow up reported the patient's device was replaced and the patient was doing 'great.'

Manufacturer narrative:
Product ID: 3986a, lot# n062627, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was in od (overdischarge) mode with his device. This was possibly the second or third one, but it was unclear. The patient had been in od due to recharging issues and had no stimulation for about 18 weeks. Two prm's (physician recharge mode) had been tried with no success. Additional information received reported the patient last felt stimulation 2 to 6 months ago. The patient did have one prior od event, but unclear if there were others. The device was in a good position and not deep, but after three prm's, the device was still not responding. The patient started having trouble recharging after a time when the device was protruding out and the pocket was tender. The patient pushed it back in and then he was having difficulty recharging due to poor coupling. An x-ray was taken to check the device orientation, which pa (posteroanterior) view showed the device in the buttock with the leads coming off to the left. It was confirmed that the device had flipped. Additional information has been requested, but was not available as of the date of this report.